Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise that had the appearance of electromagnetic interference (emi) and pace impedance measurements of greater than 3,000 ohms. The health care professional (hcp) noted this patient was having a shunt placed during the time of these clinical operations. Technical services (ts) recommended testing to the hcp, for possible reproducible out of range ra pace impedance measurements. This lead remains in service. No adverse patient effects were reported.